Event description:
The customer reported that he was hospitalized for diabetic ketoacidosis, with blood glucose levels over 800 mg/dl. The customer was in the intensive care unit for eight days and his doctor took him off insulin pump therapy. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.